Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review was performed with no abnormalities noted that could have cause/contributed to the reported condition. The device was visually inspected and functionally tested per product specifications. The visual inspection noted a defective main display, verifying the condition of ¿not functioning.¿ to correct the condition, the display was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their flogard infusion pump did not function properly. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.